Manufacturer narrative:
Ra has received the event device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Patient status: no patient injury procedure performed: right hemicolectomy - "doctor was having sticking issues and alarming (check device alarms). The tissue sticking started around activation 99 and was getting more and more prevalent throughout the case. It was noted the sticking occurred more on the distal to proximal end of the jaws. The doctor mentioned the seal was not sealing as well as previous cases. Cleaning was performed often and helped the alarming and sticking temporarily, but would continue every 3 to 4 times. There was more bleeding because the seal was not as good as it was before. It was not known if the patient was on any anti-coag medicine or had any vascular pathology." Additional information received via email from territory manager on 23jun2017. "Dr. (B)(6) said he sealed again when it occurred"

Manufacturer narrative:
Investigation summary: the event product was returned for evaluation. During visual inspection, engineering observed blood and eschar build up on the sealing surfaces and in the blade channel of the device. Engineering analyzed the device activation logs by extracting the logs from a microchip in the device key and found 166 activations. Of these, 7 were "check device" alarms as noted in the complainant's description. Engineering was unable to replicate the alarms and determined that the device functioned as intended. As a result, the root cause of the alarms could not be determined. Based on the condition of the returned unit, it is likely that tissue sticking was caused by blood and eschar buildup on the sealing surfaces of the jaws. Engineering was able to replicate tissue sticking by activating the device on porcine tissue. Engineering observed that, as eschar built up on the jaws and sealing surfaces of the device, tissue sticking increased. The root cause of insufficient hemostasis could not be determined, as the returned device met specifications for insufficient hemostasis. However, it is likely that the excessive blood and eschar buildup that led to tissue sticking also affected the sealing quality of the device. The instructions for use (IFU) warns that "build-up of eschar can negatively affect the sealing and cutting performance... For optimal performance, keep that jaw surfaces clean. Use a gauze pad soaked with sterile water or saline to remove eschar." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of the products.